Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a dialyzer blood leak that occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed coming through the membrane of the dialyzer and crossing into the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood residue was present within the fiber bundle. During the gross visual examination of the sample, witness marks were observed on the bell of the dialyzer housing, cavity ID end. The witness marks present as if the bell housing was compressed inward toward the fiber bundle. At approximately 80 degrees to 100 degrees, with the ports at 0 degrees, multiple sheared fibers were observed near the dialysate ring and correspond with compression markings on the bell housing. There were no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.